Event description:
Reporter indicated a vns therapy patient is experiencing high lead impedance and an increase in seizures. The patient's pre-vns baseline seizure activity level is unknown. The physician reviewed x-rays, which showed no obvious lead fracture. The patient is scheduled for lead revision. Good faith attempts to obtain additional information have been unsuccessful to date.